Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with antiseptic solution, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the site was irrigated before closure. The patient has contraindicating conditions including obesity. A review of sterilization and packaging records for the respective product lot; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection could be due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is obese (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported tenderness around their incisions and some drainage. Antibiotics were prescribed, the patient is doing well and receiving adequate relief at this time.